Manufacturer narrative:
The product was returned to zoll on 26 jul 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded). The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on time exceeded) error message was not confirmed during functional testing and archive data review. Visual inspection of the platform found to have a flickering lcd backlight, removed the front and bottom covers and observed fluid ingress that corroded the metal part of the platform's top cover and the drive shaft was exhibiting binding and resistance. These observations were not related to the reported event. Review of the archive data retrieved from the platform shows a user advisory (ua) 12 (lifeband not detected) occurred on the reported event date of (B)(6) 2018 and not user advisory (ua) 17 (max motor on time exceeded). There was no ua17 observed on the reported event date. It is likely that the customer might have reported the incorrect ua during the initial call. The observed ua12 is unrelated to the reported complaint. The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture and operated with compression without any issue or error message observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).